Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. It was reported on (B)(6) 2020 that the patient had an elevated ldh level with no change in urine. The patient remained stable and admitted on (B)(6) 2020 without device alarms, nausea, or vomiting. The cause of the patient¿s elevated ldh had not been identified at that time. A review of the submitted log file from (B)(6) 2019 through (B)(6) 2020 found that the pump maintained a stable speed without issue. A no external power event was captured on (B)(6) 2020; refer to the mobile power unit pi main regarding this event. The system appeared to be operating as intended and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 25jan2016 via customer order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hemolysis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists hemolysis as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. The IFU also states that elevated ldh levels without clinical signs of hemolysis could be a potential sign of pump thrombosis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low voltage hazard and no external power on (B)(6) 2020 while using mpu. Patient had high ldh, over 4000. There were no other unusual events noted in the log file. The patient was admitted and stable. There were no vad alarms noted. The mpu is still operational. The cause of the high ldh was not identified. Concomitant product recorded under 2916596-2020-04834.